Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission for an asymptomatic patient appeared to show myopotential oversensing, with low amplitude noise being sensed on the v sense amp channel. Noise also appears slightly on the far-field channel but is not sensed. Programming changes were recommended. Further information notes that the patient canceled his visit, and has been rescheduled to be seen on (B)(6) 2017. Programming changes have not yet been made.